Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No unlocked lcd keypad connector. Device passed self test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the some buttons of insulin pump were not working. The customer¿s blood glucose level was 130 mg/dl at the time of incident. Customer stated that the buttons were not responding. The customer was advised to discontinue use of the insulin pump and revert to the backup plan. Customer was advised that the insulin pump will be replaced. The insulin pump will be returned for analysis.